Manufacturer narrative:
User facility was incorrectly checked when the initial MDR was submitted on june 22, 2016. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on june 29, 2016.

Manufacturer narrative:
Based on the available information, this event is deemed to be a malfunction. The product was used off-label and not according to the information for use. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
Information received from a health care professional indicated that the balloon of a fecal management system (fms) had been inflated with 60 cc of water. The device was noted to be leaking during rounds, the nurse deflated the retention balloon in order to evaluate and initially withdrew 45cc's and then an additional 10-15 cc's was removed. The device was discontinued at that time with no harm to the patient.